Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003 to remove and replace all components with a total knee system for an unknown reason. Another revision procedure has been indicated due to loosening of the tibial component; however, there has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06345 & 06346).